Manufacturer narrative:
The axium coil was implanted in the patient and the pushwire has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing coil embolization of an unruptured aneurysm in the internal carotid-posterior communicating artery. The coil was not irregularly shaped. Vessel tortuosity was described as medium. During the procedure, a microcatheter was placed in the vicinity of the aneurysm and a balloon was placed for hemostasis. The physician placed the axium coil in the aneurysm; the physician reported feeling slight kick back. It was reported that the "detach point reached the reverse t mark", then the physician attempted to detach the coil using an instant detacher. It was reported that many detachment attempts were made without success. The physician decided to remove the coil. On retrieval, the coil detached; half of the coil was in the parent vessel and half was in the aneurysm. A stent was placed leaving the coil in place. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Device evaluated by MFR: the axium prime coil was returned for evaluation within its outer carton; without the instant detacher and without the implant coil as it remains in the patient. In addition, the introducer sheath was not returned. The tack weld replacement (twr) crimp was not intact as the pushwire was returned with the proximal tip containing the actuator interface crimp pulled out from the hypotube with the release-wire retaining the two segments together. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The distal pushwire segment was found to be bent at approximately 112.0 cm from the proximal end. Under the microscope, the coin was not found against the lumen stop, and the coil shield was found to be stretched. The pushwire was then intentionally broken distal to the break indicator and the release-wire was pulled back. The coin was measured in 3 locations was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.079mm @ 0.063mm; measured 0.96mm @ 0.127mm; measured 0.099mm @ 0.275mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00279". The retainer ring inner diameter (ID) was measured and found to be within specification . Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00455". All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings and the reported event details, the customer report of ¿non-detachment¿ could not be confirmed as the pushwire was returned with the implant coil already detached. It is possible that the bends in the pushwire or the incorrect method of manual detachment may have contributed to the non-detachment experience. Regarding the customer report of ¿premature detachment¿, the customer report was confirmed. The implant coil remains in the patient. The coil prematurely detached due to the pulled release wire. The instant detacher and implant coil were not returned; therefore, any contributing factors from the instant detacher and coil could not be assessed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.